Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and lead splitters were replaced. It was believed that the high impedances were due to the lead splitter. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial/lot #: 652247 description: infinion 1x16 perc lead kit-50 cm model #: sc-3400-30 serial/lot #: (B)(4)/ 635469 description: infinion splitter 2x8 kit (30 cm) the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that several contacts were exhibiting high impedances on both of the patient's leads. The patient will undergo a revision procedure wherein the leads and lead splitters will be replaced.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that several contacts were exhibiting high impedances on both of the patient's leads. The patient will undergo a revision procedure wherein the leads and lead splitters will be replaced.